Event description:
Physician reported 3 weeks after injection to the lower lid with juvéderm® volbella¿ with lidocaine patient developed "significant swelling in one side in the treated area." No noted medical or surgical intervention. Symptoms are ongoing.

Manufacturer narrative:
The event of swelling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time device labeling: contra-indications ¿ do not inject juvéderm® volbella¿ with lidocaine into the eyelids. Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): ¿ inflammatory reactions (redness, oedema, erythema, ¿) which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues.

Event description:
Physician reported 3 weeks after injection to the lower lid with juvéderm® volbella¿ with lidocaine patient developed "significant swelling in one side in the treated area." No noted medical or surgical intervention. Symptoms are ongoing.